Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation on her back that was bleeding. Patient has thin and sensitive skin, she's on coumadin. Patient's doctor recommended taking the device off when someone is with her to let her skin air out and put the device back on once that person leaves. Patient was remeasured into a larger size garment. Patient reported that the irritation improved.